Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the issue could not be replicated. Verified e-stop was not loose, pendant cable was secure, dongle was secure. Drove the unit around the surgery area and could not get the e-stop to engage. Performed a system checkout, o-arm is operational. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside a procedure. It was reported that every time the system was being moved, the system enters e-stop mode. Discovered outside of a case with no patient present.

Manufacturer narrative:
B5: additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided stating that a contributing factor could have been that the dongle was loose. It was noted that when it was checked the dongle was overtightened.